Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from information obtained from the clinic that the patient has been seen by the clinic twice in january and is scheduled for a lead revision in march. The clinic will monitor the patient remotely every week until the patient's revision procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and undefined right ventricular rv coil impedances which caused an rv defib lead impedance alert to trigger. There were also high variance rv coil impedances. Additionally, there was high and undefined pacing impedances which also caused an rvtip to rv coil lead impedance alert to trigger. A rv coil fracture is suspected. It was noted that there was also oversensing of the subthreshold impedance pulse observed on the egm (electrogram) strip during impedance testing. The rv lead remains in use. No patient complications have been reported as a result of this event.